Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the air bubble sensor module issued a false air bubble alarm. The user also observed a "air in blood" error message, and audible tones were heard. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.